Event description:
Caller reports lancet protrudes beyond the end cap of the softclix plus device. Caller states that the device had been dropped on the floor, and afterwards the lancet would not retract. No accidental stick occurred. No adverse event reported. Caller did not provide the lot number of the device nor the lancets. Requested return of suspect device and replacement was sent.